Manufacturer narrative:
(B)(4). Additional evaluation summary: the device was received in cincinnati already disassembled. The feedbar coupler was inspected and it was noted that there was slight misalignment of the feedbar coupler halves. This misalignment could be contributing to the rotation issues confirmed during the initial analysis.

Manufacturer narrative:
(B)(4). Batch # r9522d. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. During mechanical testing, difficulties to rotate the shaft of the device were noted. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. In addition, 4 clips were found inside clip track. No conclusion could be reached as to what may have caused the reporting incident. A manufacturing record evaluation was performed for the finished device lot r9522d number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r9522d number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic unknown procedure, the rotate knob had a difficulty in rotating, and the device became not to be fired during use. Another device was used to complete the case. There were no adverse consequences to the patient.